Manufacturer narrative:
The investigation did not identify a product problem. In mixed cultures, cobas® eplex bcid-gp assay test panel may not identify all organisms in the specimen, depending upon the concentration of each target present.

Event description:
There was an allegation of questionable results using the cobas eplex blood culture identification gram positive panel with one patient sample on a cobas eplex instrument. The alleged sample generated a positive result for the streptococcus agalactiae target. The customer reported that streptococcus agalactiae and methicillin-resistant staphylococcus aureus (mrsa) were detected in culture.

Manufacturer narrative:
The serial number of the cobas eplex instrument was (B)(6).. Investigation is ongoing.